Manufacturer narrative:
(B)(4). Date sent 12/16/2024. D4 batch #c9dr2z. Investigation summary: the product was returned or evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired. The device event log was reviewed. A series of events were found that may indicate intermittent power issues. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. After further evaluation, the bulkhead contacts were noted to be damaged. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number c9dr2z, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/20/24. D4: batch #unk. Additional information was requested, and the following was obtained: - is it correct that staple formation was performed without any problem after the main unit was removed? The staple was performed without any problem. The knife moved to the tip and it seemed that the knife did not return to the home position from the tip. - did this event cause any bleeding or tissue damage? (If there was any additional procedure, please let us know as well.) No bleeding or tissue damage, and no additional procedure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60s lot number c9dt54 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap gastrectomy procedure, the jaws did not open after fired during the duodenum transection at the 1st firing. The reverse switch did not activate and released with the manual override lever. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information requested.